Event description:
This rv lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2012 due to high impedance. Patient did not have any shocks due to rise in impedance. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)